Event description:
During a coil embolization of the acom artery (size is 6mm*7mm), prior to deploying the third coil, the echelon 10 (mc) microcatheter position was adjusted, and the coil was stretched. Then, the coil was withdrawn and changed to another one to complete the procedure. Prior to the event, two coils were successfully implanted. After the event, the same microcatheter was utilized to complete the procedure, and no kinks were noted in the mc that may have contributed to the event. During repositioning of the coil, the coil was left in the aneurysm, while the microcatheter was repositioned, and during insertion or any other time, no resistance was met, and no additional force was utilized to advance or remove the coil/delivery system. An adequate continuous flush was maintained through the mc at all time, and a balloon or stent remodeling product was not used during the procedure. The mc was re-shaped prior to use with the shaping mandrel, steam and without any noticeable damages. Other than the reported event, no other damages were noticed with any other section of the device coil (detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc), and the coil remained attached the delivery system.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a coil embolization of the anterior communicating (acom) artery when placing the 3x6 orbit minicomplex fill coil ((B)(4)) the echelon 10 (mc) microcatheter position was adjusted while the coil was deployed and the coil stretched. The instructions for use cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. The coil was withdrawn and changed to another one to complete the procedure. Prior to the event, two coils were successfully implanted. After the event, the same microcatheter was utilized to complete the procedure, and no kinks were noted in the mc that may have contributed to the event. The aneurysm measured 6x7mm. Neck remodeling was not used during the procedure. The mc was re-shaped prior to use with the shaping mandrel, steam and without any noticeable damages. An adequate continuous flush was maintained through the mc at all times. No resistance was met and no additional force was utilized to advance or remove the coil/delivery system at any time. Other than the reported event, no other damages were noticed with any other section of the coil or delivery device and the coil remained attached to the delivery system. A non-sterile orbit mini complex fill 3x6 was received coiled inside of a plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was received partially zipped; a kink and elongation condition was noted on it. The support coil, gripper and embolic coil were received outside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched and it was still attached to the gripper. The gripper was found without damages while the embolic coil was found stretched. The introducer was found kinked and with elongation condition. In the same plastic bag a non cordis/codman microcatheter (echelon 10) was received; no obvious damages were noted, just residues of dry blood could be observed on it. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed with analysis. The damage found on the coil and the failure experienced by the costumer could not be conclusively determinate. Neither the analysis nor the DHR suggest that the stretching of the coil is related to the manufacturing process. Additionally inspections are in place to prevent these types of damages from leaving from the facility. Vessel/aneurysm characteristics and the procedural factor of repositioning the microcatheter over the partially deployed coil, which the instructions for use cautions may lead to coil damage, may have contributed to the event. There is no indication of any device manufacturing issues impacting the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A non-sterile orbit mini complex fill 3x6 was received coiled inside of a plastic bag. The hypotube was inspected and kinks were on it. The introducer was received partially zipped; a kink and elongation condition was noted on it. The support coil, gripper and embolic coil were received outside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched and it was still attached to the gripper. In the same plastic bag a non cordis/codman microcatheter (echelon 10) was received; no obvious damages were noted, just residues of dry blood could be observed on it. The gripper was found without damages while the embolic coil was found stretched. The introducer was found kinked and with elongation condition. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as 'coil - unraveled/stretched' was confirmed during the microscopic analysis. The damage found on the coil and the failure experienced by the costumer could not be conclusively determinate; neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process. Additionally inspections are in place that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.